Event description:
Patient was on the cath lab table (room 1) and the procedure was approx 2/3 complete when the lead shield suddenly broke from its support arm and crashed to the floor. No one was hurt, but the shield did come close to falling on the pt and the physician performing the procedure. The lead shield was in a stationary position at the time of the event and according to the staff had been moved for positioning two times during the procedure up to the point of breaking off. The ge representative, happened to be in the cath lab area doing maintenance on cath room #2. The incident was reported to them as well. Pt does not know of any history associated with other incidents with this product. It appears that the extension arm of the shield broke at a "weld point" on the first elbow of the swing arm. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Other devices in use on patient: no, the patient was on the cath lab table while the cardiologist and team were doing a cath procedure on the patient. The lead shield broke from its support arm and fell to the floor, missing the patient and staff member nearby.